Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that ins rapidly depleted after charging but issue resolved with new charger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep was not with patient (pt) when she called technical services (ts). Rep reports pt said they saw end of life (eol) message, and rep said the ins depletes right after charging to 70%. Ts was unsure of what the issue was because rep was not with the pt for troubleshooting. Rep will meet with pt and call tss. On (B)(6) 2024 additional information was received from the rep. The rep reported eos was not reached. The rep met with the patient and it was determined a recharger was needed after troubleshooting with technical services. The cause of the ins depleting after 70% was not reported, but the rep did report the system is now working properly with the new recharger. Weight will not be made available.